Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of event was estimated as (B)(6) 2016. It was reported that the patient was admitted in (B)(6) 2016. (B)(4). Approximate age of device ¿ 66 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital in (B)(6) 2016 with dizziness, black stools, and anemia with a two gram drop in hemoglobin. The patient was transfused multiple times with packed red blood cells (prbcs), and underwent a gastrointestinal (gi) workup. A tagged red blood cell scan showed abnormal radiotracer activity consistent with active gi bleeding. On (B)(6) 2016, esophagogastroduodenoscopy (egd) showed 2-3 arteriovenous malformations (avm) in the duodenal junction/d3 and proximal jejunum area that were cauterized. Two days later a repeat egd was performed due to a declining hemoglobin despite transfusions. Vascular lesions were found in the jejunum which were treated with argon plasma coagulation (apc) and an endoclip. Anticoagulation medication was put on hold and the patient was followed in the outpatient setting.